Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: update 03-dec-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary update 03-dec-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned to depuy synthes for evaluation. Review of the radiology disc evidence found that the attached x-rays do not represent the current complaint condition. Therefore the investigation could not draw any conclusions about the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (patient device).

Event description:
Claim letter received. Patient alleges pain, hip prosthesis failure, ring on bipolar head broke and suffer from "drop foot". Doi: unknown dor: unknown left hip. Update ad 17 nov 2021 medical records received. After review of medical records in addition to what previously alleged patient alleged pain, fall, numbness, tingling, weakness, walking difficulty and having blood clot after second revision surgery. Patient fell and fractured his constrained liner causing his hip dislocate. Radiograph reported of calcification. Constrained liner was revised.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter: patient reported legal . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.